Event description:
On (B)(6) 2014, the distributer contacted animas and reported ink spots or cracks. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings: the display screen was found to be blank upon start up of the pump. The audible and vibratory feature was found to be functioning on the pump. The pump case was opened; the display screen was found to be cracked. The broken screen was removed and replaced with a test screen and was found to be functioning with no additional issues. (B)(6).